Event description:
The patient reported that there was evidence of leaking in the cartridge compartment. The patient reportedly believed that the leak was from the luer connection but was unsure if the issue was the cartridge or tubing. The patient reported having erratic blood glucose; there were no reported blood glucose values, signs, or symptoms. This report is made based on the allegation that the cartridge may have leaked.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.